Event description:
Lead was explanted due to out of range impedances supposed to be caused by twiddler syndrome. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 into two segments. All fragments were received for analysis. The analysis revealed a damaged insulation directly next to the ring electrode, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.